Event description:
The customer stated that he was involved in two car accidents as a result of low blood glucose levels. Once in (B) (6), and the other in (B) (6) 2009. The customer was hospitalized both times, but does not remember the exact dates. The customer did not know how low his blood glucose went, but he stated that he was unconscious. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.